Event description:
Date implanted: (B)(6) 2012. Noted on (B)(6) 2013 that haptic of lens implant migrated from peripheral bag toward center, over the edge of the optic. Very unusual and have never seen this before except with this mfg lens implant. This should never happen.